Event description:
Customer reported that she was hospitalized twice due to low and high blood glucose. Customer stated that in (B)(6) 2013 she was hospitalized due to low blood glucose, broken ankle an infection. The blood glucose reading was 50 mg/dl at the time of hospitalization. Customer stated that in (B)(6) 2013 she was hospitalized due to high blood glucose and infection. The blood glucose reading was over 500 mg/dl at the time of hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.